Manufacturer narrative:
Device history record review: manufacturing date: august 12, 2015. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: two polyaxial head placement tools (part 03.632.037, lots 6703418 and 6718642) and one top loading polyaxial head (part 04.632.001, lot 9880368) were received. The placement tools were tested with the returned head and found to function as intended. The only damage visible on the head of the placement tools were minor scratches. This complaint is deemed unconfirmed. The relevant polyaxial head drawing was reviewed during the evaluation. Prior to using the placement tool, the site should be prepared using a reamer over the implanted bone screw to remove all interfering bone and to ensure enough space exists to allow free mobility of the polyaxial head. If interfering bone was not removed with the reamer, the polyaxial head would not engage properly with the screw head. The complaint condition could not be replicated and the complaint is deemed unconfirmed. The manufacturing date and device history review (DHR) information was reported on the initial medwatch. However, an updated lot number was received. A new DHR will be requested and reported on another supplemental follow up. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: 03.632.037, lot number: 6703418: release to warehouse date: 06march2012. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was performing a posterior lumbar interbody fusion (plif) on (B)(6) 2015 and while trying to put a head on one of the screws, he could not get the head to engage onto the screw. The surgeon used another head and it worked fine. He believed it may have been an issue with the head placement tool. There was no harm to the patient. This is report 1 of 2 for (B)(4).